Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.